Manufacturer narrative:
The presidio 18 cerecyte microcoil 15 mm x 50 cm (pc418155030/ j10354) could not be detached after the detachment button was pushed many times. After this coil; some micrus coils (details unknown) were used with the same cable and dcb (details unknown); and there was no problem detaching. A carry microcatheter (details unknown) was used. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: micrus coils (details unknown); cable and dcb (details unknown); carry microcatheter (details unknown).

Event description:
The presidio 18 cerecyte microcoil 15 mm x 50 cm (pc418155030/ j10354) could not be detached after the detachment button was pushed many times. After this coil; some micrus coils (details unknown) were used with the same cable and dcb (details unknown); and there was no problem detaching. A carry microcatheter (details unknown) was used. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped.